Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport isp m.r.I. On (B)(6) 2023 a port catheter rupture was identified incidentally during imaging. The catheter had been placed via the internal jugular approach. The rupture occurred near the vascular insertion site, with the main body of the catheter subsequently discarded. However, the distal portion of the catheter, which extends deep into the heart, remains in place and has not been removed. Imaging from 2023 confirmed that the catheter had ruptured and the fragment had migrated into the right atrium. The current status of the patient was unknown.